Event description:
Event was reported as pt admitted to hosp for congestive heart failure. Required intervention. Valve remains implanted. Pt also has cad, type 2 diabetes, atrial fibrillation and hypertension. No further info provided.